Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "slow leak". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Healthcare professional reported later "valve failure". This record is for the right-side. Device has been explanted.

Event description:
Healthcare professional reported right side "slow leak" and "valve failure." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. ¿ valve leak and/or damage: not observed. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.